Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. On (B)(6) 2024, it was reported that patient faced an issue with two infusion sets were leaking at site. The blood glucose level was 150 mg/dl at the time of incident. The infusion set was in use for two days or less. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-01990 - device 2 of 2.